Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken driver and bent taps. The driver shaft of screw driver broke during insertion and both 4.0 and 4.5 taps bent during tapping.

Manufacturer narrative:
The returned device was examined. The end has fractured off; the complaint is confirmed. The hardness of the device was checked and was found to meet specification. A review of the manufacturing records did not identify any issues which would have contributed to this event.